Manufacturer narrative:
The device was returned to zoll medical for evaluation and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device passed patient impedance testing and was found within specification. Review of the summary charts indicated the device successfully passed all 30 joule testing and showed no evidence to support the customers complaint. The device was recertified for clinical use. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing,the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.